Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 2nd august 2011 and that it had performed to specification up to the 29th january 2012. During this time the device recorded temperatures below the recommended operating temperature range, during 3 weekly auto self-tests. On the 5th february 2012 the device failed the weekly auto self-test due to the temperature recorded. During this self-test the temperature was recorded as -14.7 degrees celsius. Multiple manual power ups of 10 minutes duration were recorded between the 28th september 2015 and the final history log entry on the 1st october 2015. Investigation found the reported fault was due to membrane failure because of adverse storage conditions. Evidence from the history log indicated the device had been switching itself on. This would have been caused by corrosion on the membrane tail as a result of adverse storage conditions. An additional fault was found during the investigation as the device failed to power up correctly. Measurements taken during the course of the investigation suggest a failure of flash memory chip (u26) which would have resulted in the main device software failing to initiate. The additional fault found may have been caused by the exposure to extreme temperatures.